Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the in/out communication link did not work and the relay board had bad contacts. The front panel had cracks in the connection area. Due to several repetitive errors, the electronics had been affected which affected internal communications. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code 433 and reset several times. When it managed to boot, it did not work in any mode. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to several repetitive errors, the electronics have been affected, affecting internal communications. Olympus will continue to monitor field performance for this device.